Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In (B)(6) 2022, in-stent restenosis was noted in the 90% stenosed target lesion located in the mildly tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a horizontally separated shape upon third inflation at 12 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In (B)(6) 2022, in-stent restenosis was noted in the 90% stenosed target lesion located in the mildly tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a horizontally separated shape upon third inflation at 12 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.